Event description:
Pt came in for angioplasty of the right sided av fistula. During the procedure -angioplasty at axillary stenosis- the balloon burst. Unable to snare or remove the retained balloon materials during the procedure. Pt brought to or for surgical removal of the balloon materials. Patient admitted for post-op monitoring and discharged the next day in stable condition.